Manufacturer narrative:
Concomitant medical devices: dtma1qq crt-d, implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead pacing thresholds were noted to have post-operatively risen. The lead remains in use. No patient complications have been reported as a result of this event.